Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer. Facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had clotting.